Event description:
New brand droplet insulin pen needles are not working well with novolog flexpens. Patient reports he cannot push the plunger to get the medication out. When using bd pen needles the pen works fine. New pen is working sluggish with new pen needles. Symptoms: cannot receive insulin with droplet brand pen needles. Treatment drugs used: needle.